Event description:
It was reported that the patient was admitted for a uterine fibroid embolization procedure. A 6f vip angio-seal device was deployed without complication. The physician noticed a dramatic and immediate decrease in the pedal pulses confirmed by a doppler. The patient was sent to surgery the same day for surgical repair via s large incision. The procedure was successful and blood flow was restored. The patient was discharged at a later date in stable condition.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) state should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.